Manufacturer narrative:
Resmed has requested the device be returned so an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's internal battery was inoperable. This resulted in an alarm which notified the caregiver of the error message. There was no patient harm or injury reported as a result of this incident.